Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented to the emergency room. It was noted that the right atrial (ra) lead exhibited an unspecified oversensing. The ra lead was capped and replaced on (B)(6) 2025. The patient was discharged following the procedure.

Event description:
New information received indicated that the patient had experienced palpitations, as reflected in the device tracking data. It was noted that the right atrial (ra) lead had exhibited noise oversensing, which resulted in an inappropriate mode switch.